Event description:
It was reported that the remote transmission indicated a polarity switch, however, the lead polarity had not actually changed. It was determined that the message was in error, and the alert would disappear over time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a polarity switch for the right ventricular (rv) lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.